Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b5 d6b d9 e1 h3 h6.

Event description:
Physician confirmed the left side deflation, additionally reported a capsular contracture baker grade ii and an exchange from textured to smooth due to concern with the product. The device has been replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified one linear opening, fold creases and yellow particles in device inner/outer surface. Leak test and microscopic analysis were performed which identified one sharp opening and broken sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening, and broken sharp of plug strap assessed as unidentified (tear) opening."

Event description:
Patient reported left side deflation. Physician confirmed the left side deflation, additionally reported a capsular contracture baker grade ii and an exchange from textured to smooth due to concern with the product. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side deflation. The device remains implanted.